Event description:
It has been reported to philips that the foot pedal was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment of cardiac arrhythmia procedure and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired pedal does not work intermittently. The fse performed the trouble shooting and found that the foot pedal was working well. As part of troubleshooting action fse replaced the wired foot switch. After repaired action, system was returned to use in good working order. The codes were updated based on the investigation outcome.